Event description:
It was reported that the patient was experiencing nausea constipation and heartburn following his recent replacement in september. The physician indicated that the constipation may be due to stimulation so he attempted to reduce the patient's setting during a visit in october. The reduction in settings then caused the patient to experience an increase in seizures, so the settings were changed back. The patient was then referred to a gastroenterologist for further evaluation. Attempts for additional information are underway.

Event description:
Additional information was received on 02/06/2012. The physician indicated that he had recently seen the patient and did not report any of these symptoms at that time. The physician does not believe that the events are associated with vns. Diagnostics were reportedly ok, however specifics were not provided. And it was indicated that the patient has reported that these events have resolved. Attempt for product information have been unsuccessful to date.